Event description:
Reporter stated that the surgeon had torn the patient's capsule bag during phacoenulsification, not with staar's equipment. The surgeon had a silicone intraocular lens model aq2010v loaded into the cartridge and upon advancing the lens prior to insertion, the surgoen noted the lens tore and would not move in the cartridge. This lens had no patient contact. This is the first of two lenses for the same patient, reference report number 2023826-2005-01593.